Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard driver needed to be reinstalled. The technical support specialist connected to the station and reinstalled the keyboard driver. After contacting the customer, they confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the keyboard could not be registered, therefore it cannot be utilized. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.